Event description:
Pt reported obtaining a blood glucose result of 212 mg/dl, while using the suspect device. Pt reported that blood glucose was immediately retested, on a physician's blood glucose monitor, with a result of 113 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.